Manufacturer narrative:
A visual examination of the button was performed and no issues found with device. The device met the measurement specifications. A functional evaluation was performed by inserting the flange plug into the button body without issue. A second functional evaluation was performed by inserting a syringe into the button body and pulling a vacuum. The button held the vacuum, valve sealed properly against the button body. A third functional evaluation was performed by injecting water through the device using a syringe, no leaks were noted. A vacuum was then pulled and again held the vacuum as expected. The condition of the returned unit was not consistent with the complaint incident that the button leaked. The device measurements and functional evaluations confirm that the device met specifications. Therefore, the most probable root cause is not confirmed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy was used during a replacement procedure (date is unknown). According to the complainant, post procedure (exact date is unknown); the patient's family reported the button leaked. The device is going to be exchanged on (B)(6), 2010 with a different button device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy was used during a replacement procedure (date is unknown). According to the complainant, post procedure (exact date is unknown); the patient's family reported the button leaked. The device is going to be exchanged on (B)(6), 2010 with a different button device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.